Event description:
Boston scientific received information that the left ventricular (lv) pacing impedance measurements increased to greater than 2,000 ohms from a previous value of 895 ohms. Threshold measurements had increased from 0.9v @ 0.5ms to 1.1v @ 1ms. The lead was programmed lv to right ventricle (rv) coil configuration. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.